Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is seroma-late and inflammation/irritation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side swelling, seromas and fevers and patient felt pain similar to ¿mastitis¿ on the left side, fever, flu symptoms, left breast sore/hot/tender". The device was explanted.

Event description:
Additionally, healthcare professional reported in operative report a left side capsular contracture, baker grade unknown.